Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the cgm was reading at 135 mg/dl while his bg was 575 mg/dl. The patient was in the hospital where he was diagnosed with diabetic ketoacidosis and was put in the intensive care unit on an insulin drip and then later admitted to a regular room. He was in the hospital for a total of 4 days. He could not recall or provide any more details about the incident. At the time of the report the patient is stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information is required.